Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had a blood glucose over 400 mg/dl at the time of the incident. Customer's current blood glucose was 383 mg/dl. Customer stated that he has been experiencing high blood glucose since he woke up. Customer has changed his fusion set 3 times today. Customer stated that he has been feeling sleepy as a result of his high blood glucose. Customer changed the infusion set and used the bolus wizard to treat. Customer stated that the drive support cap appears normal. Customer reported that there was nothing wrong with the site. Customer stated that there was a bit of blood inside the cannula. Customer may have inserted in a capillary. Customer was advised to change the set and monitor the issue. Customer declined to check his settings. Customer did not have the tubing clamp to complete the high pressure test.